Event description:
A us distributor returned a charger / modem indicating that it displayed an error while charging.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger / modem sn (B)(4) has been completed. The reported problem (problem during charging) was confirmed. As received, the current controlling qi transistor on the bedside board was thermally shorted. The cause of the inability to properly charge the battery packs is the damaged component. The root cause of the thermally damaged component cannot be positively identified. No adverse event resulted from the defective charger / modem.